Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was unable to use patient data for tractography with the navigation system. For the "diffusion-2 dti 12 direction" series, there was red text displayed saying "cannot be used with stealth" and that series was listed as having 0 volumes. An error appeared stating the following: "error dicom data indicates this may be a diffusion exam which failed to import: invalid data diffusion import failed. Refer to the stealth tracography imaging protocol. Series description: dti 12 direction." It was noted that tractography has been used at the site with other navigation systems. It was also noted that the site had recently updated picture archiving and communication systems (pacs). The manufacturer representative (rep) had provided the site with tractography protocol prior to scans being taken. During troubleshooting, technical services confirmed that the rep was is in tractography procedure. There was no patient involvement.

Manufacturer narrative:
H3, h6: the manufacturer evaluated the system in the field. No parts were replaced and the system performed as intended. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that a manufacturer representative was able to export the scan from the scanner onto a usb and upload it onto the navigation system. Uploading along this pathway allowed the navigation system to load the diffusion exam as intended. The rep suspects the issue is due to the site's new picture archiving and communication system (pacs) set up.

Manufacturer narrative:
D10: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, software version: 2.1.0 d10 updated. The previous submission (1st supplemental reg report) accidentally omitted the information on the concomittant product (which is now furnished in this submission). Had that information been provided in the previous submission (the 1st supplemental report), the aware date of apr 9 that was given in the previous submission would have been correct. Because it was omitted, the aware date of that supplemental should have been apr 16 as the information reflected in b5 in that report had an aware date of apr 16. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.